Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: missing button contacts with contamination.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was torn between the up arrow and contrast buttons. The keypad cover was peeling from the ok button to the contrast button. The keypad cover was removed for investigation and revealed all the button contacts were missing. There was contamination noted on the contrast button contact area.